Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 would not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2, sub drawer 2 was not opening properly. The field service engineer (fse) identified that the legacy half-height cubie drawer did not fully return to the closed position after access and required manual assistance to close. The drawer intermittently failed to latch and, in some cases, remained partially open or did not retract smoothly. This condition was consistent with a broken or weakened drawer spring. The fse verified the issue by manually operating the drawer and observing insufficient return force and abnormal movement. The legacy half-height cubie drawer module was removed per service procedure, and the rear drawer mechanism was accessed. Inspection confirmed that the drawer return spring was broken and deformed. The defective spring was replaced, proper installation and alignment were verified, and the drawer module was reinstalled with all mounting hardware secured. The drawer was manually cycled multiple times to confirm smooth operation, and functionality was verified through the pyxis application, resolving the issue. The system functioned as intended after the field service engineer repaired the device.